Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient appeared to have serous fluid exiting the drive line near the modular connection. In regards to the fluid, it has been a long time (maybe 10 years) since we have seen fluid caused by an internal bend relief fracture (an internal tear of the jacket could be possible). Also the fluid may have seeped in from the patient showering. We would recommend drying the area and possible adding rescue tape to any torn areas. No further or additional information was provided

Event description:
The source of the fluid was not able to determine. There was no obvious damage to the outer portion of the driveline repair. The outside of the repaired area was cleaned and reinforced the rescue tape. There has not been a recurrence of the fluid. X-rays were not perform.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(6) and the report of serous fluid exiting the driveline near the external repair site cannot be conclusively determined through this investigation. Log files 8c191126 and 8c191337 contained overlapping data spanning from (B)(6) 2019 at 19:26:49 to (B)(6) 2019 at 14:33:22, per the timestamps. Log file 8c191523 contained relevant data on (B)(6) 2019 spanning from 14:21:29 to 15:24:29, per the timestamp. Throughout the log files the vad appeared to be operating as intended at the fixed speed, with no notable vad-related alarms captured. The heartmate ii lvas IFU cautions that although the external components of the heartmate ii left ventricular assist system are moisture-resistant, they are not waterproof. If the external system components have contact with water or moisture, the patient may receive an electric shock, or the pump may stop. Patient instructions, replaced heartmate ii lvad percutaneous lead contains information pertaining to replaced portions of external driveline. No further information was provided. The manufacturer is closing the file on this event.